Manufacturer narrative:
The investigation of product damage (cannula kink) and low pump flow has been completed. Product damage (cannula kink): clinical mentioned that low flows were observed at p9 and a kink was observed under fluoroscopy. Pump was returned for investigation and a kink was confirmed near the center of the cannula, towards the motor housing side. Therefore, the root cause of the product damage issue was a kinked cannula confirmed during the product investigation but the reason for the kink is unknown. Low pump flow: clinical mentioned that low flows were observed at p9 and a kink was observed under fluoroscopy. Pump was returned for investigation and a kink was confirmed near the center of the cannula, towards the motor housing side. Data logs were investigated and there was suction alarms and low flows were confirmed. The pump ran for less than 5 minutes and pump was explanted. Therefore, the root cause of the low pump flow issue was a cannula kink confirmed during the product investigation but the reason for the kink is unknown.

Event description:
The complainant had an impella cp placed to support for a high-risk percutaneous coronary intervention patient. When the impella cp was started on auto it was followed by suction alarms and unable to get flows above 1.3 liters per minute. The medical doctor stated there was a kink in the cannula. There were attempts to pull the impella c p back however, the kink was still noted. There was an attempt to reposition to get the kink out of the cannula but unsuccessful. Ultimately, it was decided to replace the impella cp. The patient remained stable.

Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.